Event description:
Baxter reported, "the tubing of the transfer set has two clear cuts after use for three months." There was no patient injury or medical intervention associated with incident according to baxter.